Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the is-1 connector pin. The proximal and the distal fragment were returned for analysis. The medial fragment (approximately 4 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 42.5 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Damages such as further cuts into the insulation 41.5 cm proximal to the lead tip most likely resulted from the surgery. Further analysis revealed a fractured conductor cable leading to the rv shock coil in the yoke area and a bent fixation helix. These damages probably resulted due to tensile stress during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Intermittent noise on the ra and rv channels was reported which appears to have begun in (B)(6) 2019. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.